Event description:
Customer bought a pack of 3 g.u.m deepclean flexible technique toothbrushes. Bristles of the brushes came off and stayed in patient's mouth. Patient was concerned about safety of toothbrushes.